Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the contrast, up arrow, and down arrow key contacts. Investigation revealed a torn bolus button cover. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the distributor contacted animas and reported that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. There was reported no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.